Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a thrombectomy of cerebral blood vessel interventional procedure using a 9f sheath. Reportedly, a cuff miss occurred. Then two additional prostyles were attempted in succession and the same occurred. The sheath was remained at 9f sheath and the procedure was completed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis or the absence of using the preclose technique would not contribute a needle to cuff miss. Femoral angiogram results noted calcification present at access site. It should be noted that the prostyle instructions for use (IFU), states the safety and effectiveness of the perclose prostyle smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two prostyle devices referenced are filed under a separate medwatch report number.